Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0504281v, implanted: (B)(6) 2005, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that impedances were tested at 5v, 450usec, and 30hz: 01 2017 02 2017 03 >4k 04 3379 05 2528 06 3379 07 2017 12 2528 13 >4k 14 >4k 15 3379 16 >4k 17 3379 23 ??? 24 3379 25 3379 26 ??? 27 2528 34 >4k 35 >4k 36 >4k 37 >4k 45 2017 46 3379 47 2528 56 2017 57 2017 67 2017. Therapy impedances showed greater than 4000 on program 1 on contacts 123, and 1655 on program two contacts 567. The patient had falls since losing stimulation but not before. There were no falls or trauma related to this issue. The manufacturer representative (rep) interrogated the device and program 1 was at .2v and program 2 was at 1.2v. They turned up program 2 up to 8v and the patient still could not feel stimulation. It was noted that doctor would not revise the system as the patient already had a pump and was in a wheelchair. The patient was not a good candidate for revision considering their situation. The patient's voltage was healthy at 2.64v and the ins was somewhere between 35-70% used. There was a loss of stimulation sensation. During the electrode impedance test the patient felt stimulation intermittently. On (B)(6) 2015 the rep indicated they were able to use two electrodes and program around it otherwise there was no plan to replace any leads and the patient had a pain pump. Other relevant medical history includes spinal pain. If additional information is received, a follow-up report will be sent.